Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 5 for the same event it was reported from (B)(6) that during a calcaneal osteotomy surgical procedure, it was observed that the small battery drive device stopped working when the battery device stopped working. It was reported that a spare battery power line (bpl) handpiece device was used to continue the procedure, as the small battery drive device could not be used anymore. A universal attachment device was used since an adapter (attachment device) was not available for the guidewire device, and due to the battery power line having greater power and the attachment device not being indicated for the guidewire device, the guidewire fractured. It was reported that the event occurred when the physician was introducing a guidewire for placement of a cannulated screw. According to the reporter, all the fragments were successfully removed intra-operatively which led to a two hour delay in the surgical procedure. It was reported that no fragments remained inside of the patient. The reporter stated that there were no alleged malfunctions against the small battery drive device or the universal battery charger device. The issue was only with the battery devices. According to the reporter, the two battery devices did not display any error messages during charging. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. It was reported that the status of the patient was okay and there was no adverse effect to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of this complaint, it was determined that the reported event was incorrectly filed as a device malfunction. Based on the review, it was reported that the fragmentation of the guide happened inside of the patient, resulting in a two hour delay in the surgical procedure. Therefore, the reported event has been updated from a device malfunction to a serious injury. Additional narrative: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the procedure was completed successfully. It was reported that no other medical intervention was required. It was confirmed that there was no user harm and the patient¿s current status was okay. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all the inspection criteria. No failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.